Event description:
Philips received a complaint on the heartstart mrx indicating that the ECG 3-lead set is malfunctioning. The clinical engineer worked with the rse. The ECG 3-lead set needs to be replaced. The 3-lead set was ordered to the site for installation by the clinical engineer. No further action is required at this time.

Manufacturer narrative:
Phone number: (B)(6).